Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump, confirmed malfunction did not recur, and continued using pump after technical support instructed caller to monitor device and call back if malfunction code appeared again.